Event description:
It was reported that bd angiocath plus 22ga x1in suspected case of catheter hub defect and leak when connecting a 3-way to a 22-gauge catheter, there is a leakage of medication from the hub (chamber).this issue does not occur with other gauges of the same angiocath, leading to the suspicion that only the 22-gauge is defective.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The reported issue of catheter defective/ damaged was confirmed upon inspection of the sample. Analysis of the sample showed a dent on the catheter adapter inner luer. The sample was subjected to a leak test and the sample passed with no abnormalities observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this lot meets our manufacturing specification requirements. The assembly process was reviewed, the dent was suspected to be caused by the adapter contacting the gripper at the tipper station, due to misalignment. Based on the complaint history review, this is the first complaint reported for leakage for this lot. This is most likely an isolated case. As current control an in-process visual inspection is in place to check for catheter adapter damage. Communication to all inyste tipper line production technicians was issued to monitor the occurrence of the adapter inner luer dent defect. The complaint lot was manufactured before the action implementation.

Event description:
When connecting a 3-way to a 22-gauge catheter, there is a leakage of medication from the hub (chamber).this issue does not occur with other gauges of the same angiocath, leading to the suspicion that only the 22-gauge is defective.